Event description:
It was reported patient presented to emergency department (ed) after being found unconscious and "jerking around." Ed physician thought device was delivering shocks, turned detections off, and delivered manual shock via device. Patient transferred to another hospital where manufacturer's representative turned device detections back on, interrogated device, and found no episodes recorded at all. It was further reported that the patient had neurologic episode (brainstem) causing seizure like jerking movements. Ed physician reported turning detections off and manually shocking patient to see if caused same type jerking movements as he had been seeing. The physician had reported to patient family the device was firing inappropriately. Interrogation of the device revealed that no shocks were given to the patient at the time the ed physician thought. The patient was transferred to a different hospital and died two days later. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.